Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that an axios stent and electrocautery enhanced delivery system was implanted transgastric to the pancreas to treat a walled-off necrosis (won) with approximately 10% necrotic material during a hydrocystogastrostomy procedure performed on an unknown date. On (B)(6) 2022, the stent migrated through the stomach and fell into the small intestine. The stent was removed endoscopically. There were no patient complications as a result of this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4).

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f2301 captures the reportable event of additional device required to remove the migrated stent. Block h11: block h6 (impact codes) has been corrected.

Event description:
It was reported to boston scientific corporation on december 01, 2022 that an axios stent and electrocautery enhanced delivery system was implanted transgastric to the pancreas to treat a walled-off necrosis (won) with approximately 10% necrotic material during a hydrocystogastrostomy procedure performed on an unknown date. On (B)(6), 2022, the stent migrated through the stomach and fell into the small intestine. The stent was removed endoscopically. There were no patient complications as a result of this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.